Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event after announcing lunch while using the ilet bionic pancreas, with the meal described as close to but not exactly their usual and categorized as an incorrect meal size; the device provided low and urgent low alerts, and the event was managed without professional medical intervention. Symptoms included tiredness, brain fog, and slowed thinking. Outcomes included transient impact with blood glucose nadir of 47 mg/dl and duration under 70 mg/dl for approximately 30 minutes, resolving after oral fast-acting carbohydrates and confirming recovery to 89 mg/dl by fingerstick. Investigation included troubleshooting and user education focused on meal announcement accuracy and carbohydrate treatment for lows. Investigation of this case revealed user-related factors consistent with incorrect meal size announcement rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to hypoglycemia.